Event description:
It was reported that during preparation for a stenting procedure, foreign matter was found on the device. The target lesion was located in the internal carotid artery. During preparation of the 10.0x31 carotid wallstent monorail device outside of the patient there was foreign material on the proximal to distal shaft. It was noted that the foreign material appeared to be a small plastic part of the shaft. The procedure was continued with another carotid wallstent monorail device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual examination of the device found that the stent was fully mounted on the stent delivery system. The catheter was kinked at several locations along its length. Blood was present on the outside of the device (proximal to the mounted stent and also on the stainless steel shaft). A fillet of glue was returned taped inside the pouch with the complaint device. It was noted that the fillet of glue had detached from the distal end of the shrink tubing and it was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting procedure, foreign matter was found on the device. The target lesion was located in the internal carotid artery. During preparation of the 10.0x31 carotid wallstent monorail device outside of the patient there was foreign material on the proximal to distal shaft. It was noted that the foreign material appeared to be a small plastic part of the shaft. The procedure was continued with another carotid wallstent monorail device. No patient complications were reported and the patient's status is good.